Manufacturer narrative:
One 72205020 microraptor regenesorb knotless suture anchor used in treatment was not returned for evaluation. Due to product unavailability, evaluation was limited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. . Based upon the event description, the inner shaft distal tip was not fully disengaged prior to attempted removal from the anchor. The shaft material is intended for temporary contact; not intended to remain inside the anchor post operation. The proximal anchor is an absorbable material which may leave the broken shaft tip exposed during the transition (up to 12 months) period until replacement bone production occurs. The shaft distal tip is threaded which may assist with retaining the segment inside the distal peek anchor. Neither is confirmed and neither is recommended per instructions for use. If further information becomes available to assist with evaluation, the complaint may be revisited. Per instructions for us: breakage of the suture anchor can occur if insertion sites are not prepared with the appropriate instrumentation prior to implantation. Only use the recommended drills, microraptor drill guides, and microraptor obturators intended for use with the microraptor knotless suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. When using a microraptor knotless suture anchor, use smith and nephew drill guide(s), obturator(s), and drill specific to the microraptor knotless suture anchor to prepare the insertion site (each sold separately). Normal bone quality, shoulder application calls for 2.2mm drill prep. Maintaining axial alignment is key to proper use of the product. Slight downward pressure is required during knob rotations. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during hip arthroscopy procedure, a microraptor knotless regenesorb suture anchor was implanted seemingly successfully with all proper procedures and techniques being followed. However, when x-ray was taken following implantation, it was observed that there was a small metal piece from the inserter still stuck inside the distal peek tip of the implant, which was solidly implanted into the acetabulum of the patient. The surgeon concluded that this would cause no harm to the patient and was not at risk of coming loose at any point in the future. It is unknown if there was a delay and the same device was used to finish the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.